Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. A getinge company representative reported that the customer has order a solenoid driver board and will repair the unit in-house. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. The full name of the event site in (B)(6).

Event description:
During a scheduled preventive maintenance (pm) by the customer on the cs300 intra-aortic balloon pump (iabp), it was discovered that unit failed fiberoptic test & output testing. No patient was involved,no adverse event reported.